Manufacturer narrative:
Event took place outside of the united states (in (B)(6)), and was associated with a product that is also cleared for market within the united states.

Event description:
Patient underwent two revision surgeries due to dislocation following falls. First revision on (B)(6) 2019- surgeon explanted original humeral cup (size unknown) and replaced it with a +9 humeral spacer and a 36/+9 humeral cup. Second revision on (B)(6) 2019- entire prosthesis explanted (32/10 stem, cup, spacer, 36 centered glenosphere, 24mm baseplate, screws) due to pain experienced by patient. Labs show no infection. No new implants placed in patient.